Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation result: during ventilation the buzzer activated (continuous alarm), ventilation continued, and the screen turned red and black. In the event log "technical event:(B)(4)" was found after next successful startup. The root-cause is a defective embedded sys modul board (part no. (B)(4)). The esm board was replaced and the device functioned as intended.

Event description:
The following was reported to hamilton medical ag: the screen turned red and black during ventilation. Audible alarm. Technical event (B)(4) in the event log. No patient harm.

Event description:
The following was reported to hamilton medical ag: the screen turned red and black during ventilation. Audible alarm. Technical event (B)(4) in the event log. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).